Event description:
A company representative reported that a patient was revised to address a migrated ozark variable self-starting screw and a fractured and migrated ozark 3 level plate locking mechanism. This report captures the screw.